Event description:
Hill-rom received a report from a hill-rom tech stating the right side rail would not stay up. The bed was located at the account in 4n. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found siderail latch jammed causing the siderail not to latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech lubricated the latch to resolve the issue. Based on this info, no further action is required.